Event description:
Boston scientific crm received information that this competitor local representative contacted technical services to report that this patient spontaneously developed ventricular fibrillation (vf). Despite delivery of multiple shock therapies (maximum number of shocks/episode delivered), the arrhythmia was not terminated due to high defibrillation thresholds (dft). The competitor local representative asked if the device could redetect and deliver shock therapy again. Technical services recommended that the device's tachycardia mode feature be programmed off and then back to monitor + therapy mode to restart the detection process again. There were no allegations or complaints against the device's operation or functionality.

Manufacturer narrative:
The available information from our medical records database indicate that this patient's device and competitor lead system remain in-service. Despite requests to the field, no further information concerning this report was received. This investigation will be updated should further information be provided.

Manufacturer narrative:
The available information suggests that the device and competitor right ventricular (rv) defibrillation .